Manufacturer narrative:
Info was received through a journal article that is not required to complete form 3500a. Eval summary: the info provided is not sufficient to make an appropriate determination on the failure. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt underwent manipulation under anesthesia.